Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): spine tango implant report - t-pal ti taken between march 22, 2012 and march 7, 2024 in a total of 623 patients (290 male and 344 female; 634 procedures) with a mean age of 62.5 years. The following complications were reported as follows: postoperative general complications before discharge: (n=2) kidney / urinary (n=2) liver / gi (n=3) other (n=1) pulmonary intraoperative surgical complications: (n=29) dural lesion (n=2) fracture vertebral structures (n=4) other (n=1) vascular injury postoperative surgical complications before discharge: (n=1) other (n=1) csf leak / pseudomeningocele (n=1) epidural hematoma (n=3) motor dysfunction (n=1) radiculopathy (n=3) sensory dysfunction surgery follow-up complications - sub-acute (2-6 months): (n=1) adjac. Segment pathology reoperations (n=36) at any level due to: (n=1) postoperative infection superficial (n=6) adjacent segment pathology (n=4) neurocompression (n=6) instability (n=1) failure to reach therapeutic goals (n=4) non-union (n=10) implant failure (n=2) postoperative infection deep (n=2) implant malposition (n=2) wound healing problem (n=2) hardware removal (n=1) csf-leak (n=1) other (n=7) unknown reoperations (n=29) at adjacent level due to: (n=1) postoperative infection superficial (n=6) adjacent segment pathology (n=4) neurocompression (n=5) instability (n=1) failure to reach therapeutic goals (n=4) non-union (n=8) implant failure (n=1) postoperative infection deep (n=1) implant malposition (n=1) wound healing problem (n=2) hardware removal (n=1) other (n=6) unknown reoperations (n=31) at the same level due to: (n=1) postoperative infection superficial (n=6) adjacent segment pathology (n=4) neurocompression (n=6) instability (n=1) failure to reach therapeutic goals (n=4) non-union (n=10) implant failure (n=2) postoperative infection deep (n=2) implant malposition (n=2) wound healing problem (n=2) hardware removal (n=1) csf-leak (n=1) other (n=2) unknown this is for unknown depuy synthes t-pal ti implant.

Manufacturer narrative:
This report is for an unknown t-pal implant/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded in 5 patients (3 males and 2 females) for t-pal ti implants against all other surgical cases recorded within the spine tango registry between 2004 and april 19, 2021. Final registry report outcome description: general complications- intraoperative: none. General complications- postoperative surgical before discharge: none. Surgical complications- intraoperative adverse events: 1 dural lesion. Surgical complications- postoperative surgical before discharge: 1 motor dysfunction. 1 sensory dysfunction. Reoperations: 2 reoperations at any level: 1 adjacent segment pathology. 1 unknown. This is for depuy synthes t-pal ti implant. This report captures the adverse events of 1 dural lesion. This is report 1 of 3 for (B)(4).